Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose reading of 441 mg/dl with nausea, extreme thirst, and a large level of ketones associated with an occlusion alarm. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on insulin pump therapy. During troubleshooting with customer technical support, it was determined that the patient was not using the cartridge according to the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
Follow-up #1 submitted 01/30/2017. Device evaluation: no product was returned. A reserved sample of the same cartridge lot number # d200359 was evaluated and tested by product analysis with the following findings: the retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found related to loss of prime. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.